Event description:
It was reported that during daily checks, the cardiosave intra-aortic balloon pump (iabp) unit's rh rp droppler was not working. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions), h10. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse checked doppler functionality, was not able to detect contact so the fse recommend to replace doppler unit. Customer did not do anything to repair the doppler unit. They decided not to buy. Unit was returned back to user for clinical use.

Event description:
N/a.